Event description:
It was reported that the patient presented in the emergency room due to chest pain. Device interrogation revealed decreased pacing impedance and sensing noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.